Event description:
It was reported that during a hip revision case using a g7 acetabular cup, the surgeon could not lock the insert to the shell. He tried again with a new insert but the insert did not lock in place again. Finally, he used a dual mobility insert and head. No adverse events were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source: foreign: greece. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated report: 0001825034-2022-02196.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified there is damage to the locking ring feature of the device and indentations on the inside sphere. It is unknown if the damage occurred prior or during the implantation attempts. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.